Manufacturer narrative:
MDR (B)(4) device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced two infusion sets cannula bent event on 15 february 2024. The events occurred within 3 hours of insertion. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.